Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non-sustained ventricular tachycardia (nsvt) recorded episodes as well as inappropriate anti-tachycardia pacing (atp) delivery. During in office evaluation, it was also noted an increase in the pacing impedance from the 300 ohms range to 1400 ohms, as well as undersensing with loss of capture. The health care professional (hcp) reported planning to do a lead revision. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a rv lead fracture due to subclavian crush. The physician also noted a system infection. Thus, this system was explanted, and the patient was given antibiotics as well as a lifevest. It was mentioned that the physician is planning an subcutaneous implantable cardioverter defibrillator system implant on the future. No additional adverse patient effects were reported. This device has not been returned

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported product observations. Laboratory testing did not identify any device characteristics that would have caused or contributed to the reported clinical observations of infection. No device issues were noted that would have made an infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non-sustained ventricular tachycardia (nsvt) recorded episodes as well as inappropriate anti-tachycardia pacing (atp) delivery. During in office evaluation, it was also noted an increase in the pacing impedance from the 300 ohms range to 1400 ohms, as well as undersensing with loss of capture. The health care professional (hcp) reported planning to do a lead revision. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a rv lead fracture due to subclavian crush. The physician also noted a system infection. Thus, this system was explanted, and the patient was given antibiotics as well as a lifevest. It was mentioned that the physician is planning a subcutaneous implantable cardioverter defibrillator system implant on the future. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non-sustained ventricular tachycardia (nsvt) recorded episodes as well as inappropriate anti-tachycardia pacing (atp) delivery. During in office evaluation, it was also noted an increase in the pacing impedance from the 300 ohms range to 1400 ohms, as well as undersensing with loss of capture. The health care professional (hcp) reported planning to do a lead revision. No adverse patient effects were reported. This system remains in service.